Manufacturer narrative:
The initial reporter also notified the FDA on 2020-03-20. Medwatch report # mw5093569. Report source: other: medwatch report. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter: the customer stated "the tube overfilled."

Manufacturer narrative:
The following field was updated due to corrected information: g.4. Date received by manufacturer: 9/10/2020. H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter: the customer stated "the tube overfilled."